Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer declines to troubleshoot the insulin pump for high blood glucose value as they feels the high blood glucose values are directly related to the bent cannula. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The insulin pump will not be returned for analysis.